Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the impedance measurements on this device and right atrial (ra) lead were less than 200 ohms for more than a year. There was no oversensing and all other measurements were appropriate. No adverse patient effects were reported.